Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. There was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique. The most frequent cause of peritonitis is breach in aseptic technique during connection and disconnection.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2016. The nurse reasonably associated the development of peritonitis to touch contamination. According to the culture report, the organism cultured was staphylococcus epidermidis. The infection did not necessitate hospitalization, and was treated with vancomycin. The patient responded well to treatment and is reportedly doing fine.